Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, fold crease, and wear abrasion. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified a sharp crease opening on the anterior side, non-penetrating nicks(stress marks) and a striated opening on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a sharp crease opening on the anterior side assessed as a fold flaw opening, and a striated edge opening on the anterior side due to surgical damage.

Event description:
Device was explanted.